Event description:
Report received of a tubing "burst" when in use with a power injector. Reportedly, the clave y-site on the IV tubing closest to the patient was being accessed with a medrad power injector. The customer indicated that the power injector was set at 300psi. Reportedly, the tubing "burst" occurred immediately when the contrast injection was begun and the "burst" was proximal to the clave y-site. There was approximately a 0.5cm longitudinal cut on the tubing in two places. The tubing was replaced and the procedure was completed. There was no blood loss reported by the customer. The patient did not experience any adverse effects. Though requested, there was no further information available.